Event description:
Customer reported an issue with incorrect time settings on their device, which could not be explained. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the situation, suggesting follow-up if discrepancies recurred.